Event description:
Edwards received notification that when implanting this edwards intuity valve 8300ab of unknown size, the surgeon experienced the need to implant a pacemaker.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received a notification indicating that, following the implantation of an 8300ab23 valve, the patient developed complete heart block. A permanent pacemaker was implanted eight days after the procedure. It was reported that the patient had a bicuspid but symmetrical aortic valve and a normal preoperative ECG. However, the patient had a history of ventricular fibrillation and had previously undergone ablation. No concomitant myectomy was performed, no excessive annular debridement was carried out prior to device implantation, and the sizing was reported to be optimal. The patient was discharged home in stable condition.

Manufacturer narrative:
Updated, additional or corrected information. H 11: additional manufacturer narrative: a DHR review was performed, and no related manufacturing nonconformances were identified. The subject device was not returned for evaluation as it remains implanted within the patient and no medical records or images were provided. Heart block, also known as av block, is when the electrical signal that controls the heartbeat is partially or completely blocked. Pacemaker implantation is a common treatment. The close anatomical relationship between the valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic valve procedures. Based on the information provided, a definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.